Event description:
It was reported that during a laparoscopic radical nephrectomy procedure, on the first firing of the device, the clip did not form and fell into the patient. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. (B)(4).

Event description:
It was reported that during lap assisted anterior resection, the device stopped working and gave an error code 5. After troubleshooting, the surgeon switched to diathermy. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Returned empty the analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. However, it is known from the history of the device that the incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips which may result in clip malformation. The batch record was reviewed and no anomalies were noted during the manufacturing process.